Manufacturer narrative:
Unable to perform insertion complaint due to complaint is against the insertion device; the customer returned sensor only, not the insertion needle.

Event description:
The customer reported via phone call that the sensor fell apart when he tried to load the sensor. He stated that when he loaded the sensor into the serter and pulled the serter up, the sensor fell apart and the needle hub fell off. The customer's most recent blood glucose was 260 mg/dl. He stated that the hub stayed inside the serter according to the customer. He stated that the sensor did not release the sensor after a second button press. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.